Event description:
The manufacturer received information from uno legal litigation in reference to a ds2adv auto CPAP with an allegation of dizziness, headache, asthma (new or worsening), inflammatory response, kidney disease, toxicity. This device is not part of the recall. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.